Manufacturer narrative:
Results of investigation: the real intelligence robotic drill, rob10013, sn (B)(6), used in surgery, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed, and the reported problem that the drill was working intermittently was confirmed, but the reported problem that the drill failed random exposure during kpc testing could not be reproduced. A kpc test was performed. All tests passed. When pressing the foot pedal, a loud grinding sound was heard and the nosepiece started to heat up. It was found that the burr did not sit flush with the drill guard, resulting in a height difference of about 1 mm. The drill was opened for further investigation. The exposure motor was tested and passed. Upon removing the motors, it was noticed that the slip shaft had started to disintegrate. Additionally, a broken part of a bearing was found inside the drill. Inspection of the carriage revealed that the seal cap was not fastened according to specifications and could be opened by hand. Upon removing the seal cap, the carriage was found to be full of liquid residue. The threaded collet was also not fastened according to specifications, missing 3/4 of a turn. The carriage was opened, and it was found that the front bearing had completely broken, and the back bearing contained liquid residue, making it extremely difficult to turn. The slip shaft was heavily worn. The outside of the front bearing was stuck inside the carriage and could not be removed. The carriage and defective components were replaced with a good known parts. A kpc test was performed again, and all tests passed. A test case was conducted and completed without any failures. The most likely cause for the reported problem of intermittent function of the drill is a damaged bearing due to liquid ingress, which led to the further observed damage of the slip shaft and carriage, which led to the bur not sitting flush with the drill guard and failing to spin properly. Although the kpc test failure was unable to be reproduced, it is possible that the observed internal damage to the drill can cause an intermittent failure of this test. As there was no damage observed to the seals or gaskets of the drill, it is possible that the water ingress was a result of improper cleaning and sterilization techniques. A review of manufacturing and service records indicates the device met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial was performed and no similar complaints were identified. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Corrected data: h6 (medical device problem code).

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a uka cori assisted procedure, one (1) real intelligence robotic drill stopped working intermittently. Post-procedure diagnostic testing of the robotic drill in the diagnostic application indicated a failure in the random exposure [ma] position. The procedure was resumed after a significant delay, using the s+n backup device. No injury was reported as a consequence of this issue.